Event description:
In a scientific publication, cetin 2019, "evaluation of clinical results of proximal femoral nails in intertrochanteric fracture treatment evaluation" it was reported that a patient required an unspecified medical intervention was required due to a screw-cut out.

Manufacturer narrative:
It was reported from a literature study that the patient presented the screw cut out and a medical intervention was required. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but not limited to mal-positioning of the implant or surgical technique. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.